Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip or knee arthroplasty procedure on unknown date and one coat of the topical skin adhesive was used. The silver dressing was placed intra-operatively over the topical skin adhesive. Recently, the patient experienced a reaction to topical skin adhesive such as redness, inflammation and burning sensation. The topical skin adhesive was removed via oil based product, administered topical ointment, and added silver dressing. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please explain what is meant by administered topical ointment: they used vaseline or bacitracin (oil based product) to remove any remaining adhesive; what type of ointment: see above; were any medications prescribed, if yes, please provide type, duration, reason no what is meant by silver dressing: aquacel dressing; location and incision size of product application: combination of right and left hips; what prep was used prior to use: none; how the device was used (what layer of tissue and how many layers applied): wiped skin with clean raytec, 1 layer applied to skin; was incision re-prepped before closure, if so, with what, if so, was the prep allowed to dry: no; was a dressing placed over the incision, if so, what type of cover dressing used, tegaderm type product; what does the reaction look like: please provide details. Provider stated the skin appeared red and inflamed. Patient noted a burning sensation; how large of an area does the reaction cover: provider stated just around the incision approximately 1 cm; do you have any pictures of the reaction: no; what was done to address the reaction: removed product with oil based product (bacitracin, vaseline) applied clean dressing like tegaderm; what type of medication? Dose? When (date) administered: none; was the product removed? Was another method used to close the incision: see above; was the site cultured? If so, what bacteria were identified: no; what is the physicians opinion of the contributing factors to the reaction: asked if we had changed the formulation. Had used dermabond for years with good results; what is the most current patient status: stable; is the product or representative sample (product from the same lot number) available for evaluation: no.